Event description:
It was reported the patient's blood glucose rose to 400 mg/dl. The pod was reportedly leaking while worn on the abdomen for between 5 and 24 hours. As treatment, a new pod was applied.

Manufacturer narrative:
Fluid path testing of the returned device found fluid to be leaking from a tear in the exposed portion of the soft cannula. The timing and cause of the soft cannula tear could not be determined. No other damages or deficiencies were observed during the investigation. It could not be conclusively determined if the soft cannula damage contributed to the reported leaking event. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.